Event description:
During robotic prostatectomy, it was noted that the large needle driver wasn't holding and the suture was slipping as the physician was tying. The needle holder was removed and a new on placed. The physician then identified a small dark piece of material in the lower abdomen. It was removed and noted to be a small piece from the tip of the needle driver. No injury to the pt.